Event description:
On (B) (6) 2009, it was reported by a user facility (B) (6) to terumo cardiovascular that during a cardiopulmonary bypass procedure, a blood-gas oxygenator was leaking from the bottom of the device. The pt was not injured as a result of the event and surgery was completed successfully.

Manufacturer narrative:
As indicated, the user facility reported that a leak was observed coming from the blood-gas oxygenator which resulted in an unk amount of blood loss. The surgery was completed successfully. Terumo has obtained the actual device that was used in the procedure and performed evaluations with the suspect device. It is our determination that a leak within an integral connector was related to the event; however, the root cause of the leak was not ascertained.